Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a message stating a possible device malfunction had occurred. In addition, the brady parameters were different than expected. The device has reached a battery indicator of elective replacement indicator (eri) approximately one month ago. The device has been explanted and returned for analysis.